Event description:
During the implantation procedure of the ICD involved in this MDR report, no click sound was heard from the torque wrench when screwing the (svc) df-1 lead tip. The other ports did not reveal any difficulty when connecting the corresponding lead tips. In addition, when it was reattempted to tighten the (svc) df-1 lead tip, the torque wrench got stuck inside the setscrew. The setscrew could be unscrewed. The ICD was not implanted and returned for analysis. Another ICD was implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. The device model involved in this MDR report is not approved in the us however, it is similar to paradym rf models approved under p060027. Analysis pending.